Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description: startup error, error code technical fault 5507.

Event description:
Hamilton medical ag received the following event description: startup error, error code technical fault 5507.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Creation of UDI was not a requirement at the time of manufacturing of this particular device with the serial number (B)(6) (prior to 2015) and had not yet been implemented in production. A UDI (including UDI-pi) will therefore not be provided, this is in alignment with the information on the label on the device with the serial number (B)(6). Updated fields: b4, d4, g6, h2, h11.

Manufacturer narrative:
Investigation is ongoing. . Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** creation of UDI was not a requirement at the time of manufacturing of this particular device with the serial number 5211 (prior to 2015), and had not yet been implemented in production. A UDI (including UDI-pi) will therefore not be provided, this is in alignment with the information on the label on the device with the serial number 5211. Updated fields: b4, d4, g6, h2, h11. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: hamilton medical ag noticed that the reported device (brand name: galileo) in the initial MDR had exceeded its service life at the time of occurrence of the reported incident, therefore this event is no longer considered reportable to FDA.

Event description:
Hamilton medical ag received the following event description: startup error, error code technical fault 5507.